Event description:
It was reported that the artificial urinary sphincter (aus) has failed after six years. The patient is in very poor health condition and cannot go to the hospital to replace it due to the distance. No further information was provided.